Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for needle breakage for this product family, regardless of pt outcome. This reported complaint device is an echo-hd-19-c needle of lot# c1045581. The device involved in this complaint has been returned for evaluation. With the information provided, a document based investigation was carried out. A review of the manufacturing records for echo devices of lot# c1045581 did not reveal any discrepancies that could have contributed to this complaint issue. The customer complaint is considered confirmed based on the customer testimony. A possible cause of this complaint is that the needle bent during use resulting in needle breakage. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to pt anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. As the needle is advanced/retracted during the procedure it is possible tha that the kink/bend resulted in a breakage. The notes section of the instructions for use that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspected with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure integrity of the product. According to the initial reporter, the pt did not experience any known adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Complaint info received is as follows: "the needle broke off in the scope." Additional info was requested but there was no other info available. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experienced any adverse effects due to this occurrence.